Manufacturer narrative:
(B)(4). (B)(6). The stent remains in the vessel. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of dissection, perforation, cardiac tamponade and thrombosis are listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, non-calcified left anterior descending (lad) artery, after pre-dilatation with a 2.5 x 12 mm trek balloon, the 3.5 x 18 mm xience alpine stent was implanted; however, a coronary perforation with cardiac tamponade was noted. A 3.5 x 19 mm graftmaster stent was implanted, resolving the perforation. A pericardial window was opened to relieve the cardiac tamponade. Later that day, the patient developed st elevations. Emergent cardiac catheterization noted the xience alpine was occluded with thrombus and there was possibly a distal edge dissection. Balloon dilatation and aspiration was performed. A 2.75 x 23 mm drug eluting stent (des) was implanted distal and overlapping. Intravascular ultrasound (ivus) was performed post-procedure and the xience alpine stent appeared well apposed to the vessel wall. No additional information was provided.